Event description:
It was reported that the patient was not dependent on the system for normal function. It was noted that no electrical values including p waves or fibrillation could be obtained on any electrocardiogram (egm)s on the right atrial (ra) lead. A chest x-ray was performed which revealed a high initial lateral placement. No dislodgement was observed. The patient underwent a procedure to re-position the ra lead on (B)(6) 2024. The pacemaker was interrogated but radiofrequency (rf) telemetry could not be obtained using two different rf wands and two different programmers. The pacemaker was able to be interrogated via inductive telemetry though this was slow. The ra re-positioning procedure to a similar position was successful with good electrical values including good impedance. The ra lead and pacemaker remain implanted. The patient was stable. The patient was enrolled in remote home monitoring.